Event description:
Customer reports via phone the tubing burst. The injector was a medrad provis and had a psi setting of 750. Our tubing is rated for 1000 psi. The spray from the left ventriculogram hit the staff. The site reports the contrast that sprayed was not contaminated with blood, and no treatment was required. They reported no injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.